Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a signal loss occurred. According to the patient, on 10/11/2025, the patient's son discovered the patient had passed out for approximately 2 hours due to hypoglycemia while the sensor was showing signal loss. The son did not perform a fingerstick test and called the ambulance immediately without any medications given. The patient could not recall what the last cgm reading known prior to signal loss, how much time had passed from experiencing signal loss to passing out or what other symptoms aside from passing out they experienced. Upon the arrival of paramedics, the patient¿s bg was 24 mg/dl, while the cgm was still showing signal loss. The patient was still unconscious at the time and did not know if any medication or treatment was provided to her by the paramedics. The patient was taken to the ER by the paramedics. At the ER, the patient was transported right away to the ICU where they woke up after 2 days. The patient was treated with IV glucose and was discharged after a week at the hospital. At the time of the report the patient was feeling better. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.